Event description:
It is reported that the patients' lead of the spinal cord stimulator (scs) system migrated causing the patient to experience inadequate stimulation. Imaging was performed which confirmed lead migration. The patient underwent a procedure in which one of the four implanted leads was explanted and replaced with a new lead, and two of the leads were repositioned. The patient is doing well post operatively. The explanted lead will not be returned as it was disposed of by the facility, and the remaining devices remain implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7071194. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7070520. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7070887.